Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced the hypoglycemia. Customer¿s blood glucose at the time of incident was 91 mg/dl and current blood glucose was 56 mg/dl. Customer did not experienced the symptom related to the low blood glucose. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer report customer does not allege pump was over delivering. Customer was treated with the glucagon. Insulin pump will not be returned for analysis.